Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the isi core controller (icc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden is4000 system where was triggered indicating fault on the icc, it failed real time clock (rtc) did not update. The complaint was confirmed by failure analysis. The probable root cause can be attributed to a component failure on the isi core controller (icc).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system failed. The procedure was aborted with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there were no ports in the patient when the issue occurred.